Event description:
New information noted that the patient presented for noninvasive defibrillation threshold testing on (B)(6) 2019. Programming changes were unsuccessful. The patient was scheduled for a system extraction but was cancelled due to unrelated dental infection. The patient was discharged on (B)(6) 2019 with a lifevest in place.

Event description:
New information noted that the patient presented to the emergency room on (B)(6) 2019. The patient received 5 shocks from their implantable cardioverter defibrillator due to ventricular fibrillation (vf). Four of the shocks did not convert the vf. The fifth shock finally converted the rhythm. The patient recently had their medication increased. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized for a syncopal event. Upon interrogation, it was noted that the patient had received therapy. The implantable cardioverter defibrillator had six shocks that were delivered appropriately for ventricular fibrillation without conversion. The patient required external defibrillation for conversion. It was noted that the patient stated they had not taken their medication for two months. The patient had been started on medication again. The patient was recovering.